Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflamed fallopian tubes/inflamed tubes'), allergy to metals ('nickel allergy worsened'), pelvic pain ('stabbing pain / pelvic pain radiating to back and ovaries / pain which would make it hard to bend over or sit up at times and get out of bed/pain: chronic pelvic pain/ horrible pain'), genital haemorrhage ('heavy bleeding, abnormal bleeding (general) with blood clots,thick mucus blood/ bleeding'), uterine polyp ('uterine polyp') and autoimmune disorder ('I still experience autoimmune isues') in an adult female patient who had essure (batch no. 623213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion, gravida, multigravida and parity 3. Concurrent conditions included menses irregular, discomfort, chest pain, diabetes mellitus, menorrhagia, nickel sensitivity, tooth disorder, uterine bleeding, hairiness, libido decreased, prolapse, muscle pain, uterovaginal prolapse, hirsutism, endometrial polyp, pain in hip, sigmoid diverticulitis, nabothian cyst, uterine dilation and curettage, palpitations, anxiety, neck pain and overweight. Concomitant products included cefixime (flexeril), hydrocodone, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criterion medically significant), night sweats ("night sweats"), cold sweat ("cold sweats"), paraesthesia lower limb ("tingling to leg"), hypoaesthesia ("numbness to leg"), mood altered ("moodiness"), affect lability ("crying one minute happy the next"), pain in extremity ("stringing pain in legs"), abdominal pain lower ("lower front abdomen pain/extreme pain in lower abdomen/ extreme cramping"), tingling ("sharp shooting pain that would cause tingling") and pain ("sharp shooting pain that would cause tingling"). In 2010, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced dyspareunia ("severe pain during intercourse, dyspareunia"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and alopecia ("hair loss"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with rash, eye swelling, swelling of eyelid, skin disorder and pruritus, uterine polyp (seriousness criterion medically significant), migraine ("migraines / headaches"), fatigue ("fatigue"), emotional disorder ("emotional fatigue"), menopausal symptoms ("felt like I was going through early stages of menopause"), nausea ("nausea"), tooth disorder ("dental problems worsened"), feeling abnormal ("brain fog"), balance disorder ("loss of balance"), cyst ("cysts"), vaginal discharge ("vaginal discharge"), adnexa uteri pain ("left and right ovaries pain"), back pain ("back pain"), endometriosis ("endometriosis"), acne ("redness and acne"), erythema ("redness and acne"), incision site pain ("the incision hurts the most granted it's been one day but damn it hurts/ pain in the belly button incision was worse thn the gas"), arthralgia ("joint pain in my knees hips or elbows"), autoimmune disorder (seriousness criterion medically significant), productive cough ("coughing up phlegm"), omphalitis ("infected especially in my belly button"), scar ("scarring") and pharyngeal disorder ("throat is killing me"). The patient was treated with diphenhydramine hydrochloride, ibuprofen, paracetamol (tylenol) and surgery (salpingectomy (bilateral removal of fallopian tubes) and polyp removal). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, allergy to metals, pelvic pain, uterine polyp, fatigue, dyspareunia, emotional disorder, menopausal symptoms, night sweats, cold sweat, nausea, tooth disorder, feeling abnormal, hypoaesthesia, balance disorder, cyst, vaginal discharge, mood altered, affect lability, pain in extremity, abdominal pain lower, endometriosis, tingling, pain, acne, erythema, incision site pain, autoimmune disorder, productive cough, omphalitis, scar and pharyngeal disorder outcome was unknown, the genital haemorrhage, alopecia, migraine, paraesthesia lower limb, adnexa uteri pain, back pain and arthralgia had resolved and the dysmenorrhoea and weight increased was resolving. The reporter considered abdominal pain lower, acne, adnexa uteri pain, affect lability, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, balance disorder, cold sweat, cyst, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, erythema, fatigue, feeling abnormal, genital haemorrhage, hypoaesthesia, incision site pain, menopausal symptoms, migraine, mood altered, nausea, night sweats, omphalitis, pain, pain in extremity, paraesthesia lower limb, pelvic pain, pharyngeal disorder, productive cough, salpingitis, scar, tooth disorder, uterine polyp, vaginal discharge, weight increased and tingling to be related to essure. The reporter commented: normal appearing endometrium and tubal ostia, 2 trailing coils on both sides. Discrepancy noted as per pfs: essure confirmation test date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Pathology test - on (B)(6) 2014: results: fragments of benign endometrial polyp. * on (B)(6) 2014 pathology test was performed having result a. Endometrium. Polypectomy and curettage: fragments of benign endometrial polyp. Background proliferative endometrium. * on (B)(6) 2014 ultrasound was performed a 1.33x 1.02x 0.68cm polypoid space occupying lesion is noted during the salt infusion.. Pregnancy test urine - on (B)(6) 2014: results: negative. Ultrasound scan - on (B)(6) 2014: results: occupying lesion. Concerning the injuries reported in this case, the following ones were confirmed in medical records back pain, pelvic pain, numbness, hair loss, migraines, vaginal bleeding and the following ones were reported via social media: productive cough, , omphalitis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Events added: productive cough, scar, omphalitis,throat is killing me were added. Outcome of event weight increased and migraine updated from unknown to recovering resolving. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("inflamed fallopian tubes"), allergy to metals ("nickel allergy worsened"), pelvic pain ("stabbing pain / pelvic pain radiating to back and ovaries / pain which would make it hard to bend over or sit up at times and get out of bed"), genital haemorrhage ("heavy bleeding, abnormal bleeding (general) with blood clots") and uterine polyp ("uterine polyp") in an adult female patient who had essure (batch no. 623213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abortion. Concurrent conditions included menses irregular, discomfort, chest pain, diabetes mellitus, menorrhagia, nickel sensitivity, tooth disorder, uterine bleeding, hairiness, libido decreased, prolapse, muscle pain, uterovaginal prolapse, hirsutism, endometrial polyp, pain in hip, sigmoid diverticulitis, nabothian cyst and uterine dilation and curettage. Concomitant products included tramadol. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced affect lability ("crying one minute happy the next") and pain in extremity ("stringing pain in legs"). In 2010, the patient experienced weight increased ("weight gain"). In 2012, the patient experienced dyspareunia ("severe pain during intercourse, dyspareunia"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and alopecia ("hair loss"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with rash, eye swelling, eyelid oedema, skin disorder and pruritus, pelvic pain (seriousness criterion medically significant), uterine polyp (seriousness criterion medically significant), migraine ("migraines / headaches"), fatigue ("fatigue"), emotional disorder ("emotional fatigue"), menopausal symptoms ("felt like I was going through early stages of menopause"), night sweats ("night sweats"), cold sweat ("cold sweats"), nausea ("nausea"), tooth disorder ("dental problems worsened"), feeling abnormal ("brain fog"), paraesthesia ("tingling to leg"), hypoaesthesia ("numbness to leg"), balance disorder ("loss of balance"), cyst ("cysts"), vaginal discharge ("vaginal discharge"), mood altered ("moodiness"), abdominal pain lower ("lower front abdomen pain"), adnexa uteri pain ("left and right ovaries pain") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery and surgery (polyp removal). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, allergy to metals, pelvic pain, uterine polyp, migraine, fatigue, dyspareunia, emotional disorder, menopausal symptoms, night sweats, cold sweat, nausea, tooth disorder, feeling abnormal, hypoaesthesia, balance disorder, cyst, vaginal discharge, weight increased, mood altered, affect lability, pain in extremity and abdominal pain lower outcome was unknown, the genital haemorrhage, alopecia, paraesthesia and adnexa uteri pain had resolved, the dysmenorrhoea was resolving and the back pain had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, affect lability, allergy to metals, alopecia, back pain, balance disorder, cold sweat, cyst, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, feeling abnormal, genital haemorrhage, hypoaesthesia, menopausal symptoms, migraine, mood altered, nausea, night sweats, pain in extremity, paraesthesia, pelvic pain, salpingitis, tooth disorder, uterine polyp, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion pathology test - on (B)(6) 2014: fragments of benign endometrial polyp pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2014: occupying lesion. On (B)(6) 2014 pathology test was performed having result a. Endometrium. Polypectomy and curettage: fragments of benign endometrial polyp. Background proliferative endometrium. * on (B)(6) 2014 ultrasound was performed a 1.33x 1.02x 0.68cm polypoid space occupying lesion is noted during the salt infusion. Concerning the injuries reported in this case, the following one/ones were reported via medical records back pain, pelvic pain, numbness, hair loss, migraines, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("inflamed fallopian tubes"), allergy to metals ("nickel allergy worsened"), pelvic pain ("stabbing pain / pelvic pain radiating to back and ovaries / pain which would make it hard to bend over or sit up at times and get out of bed"), genital haemorrhage ("heavy bleeding, abnormal bleeding (general) with blood clots") and uterine polyp ("uterine polyp") in an adult female patient who had essure (batch no. 623213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, discomfort, chest pain, diabetes mellitus, menorrhagia, nickel sensitivity and tooth disorder. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced affect lability ("crying one minute happy the next") and pain in extremity ("stringing pain in legs"). In 2010, the patient experienced weight increased ("weight gain"). In 2012, the patient experienced dyspareunia ("severe pain during intercourse, dyspareunia"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and alopecia ("hair loss"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with rash, eye swelling, eyelid oedema, skin disorder and pruritus, pelvic pain (seriousness criterion medically significant), uterine polyp (seriousness criterion medically significant), migraine ("migraines / headaches"), fatigue ("fatigue"), emotional disorder ("emotional fatigue"), menopausal symptoms ("felt like I was going through early stages of menopause"), night sweats ("night sweats"), cold sweat ("cold sweats"), nausea ("nausea"), tooth disorder ("dental problems worsened"), feeling abnormal ("brain fog"), paraesthesia ("tingling to leg"), hypoaesthesia ("numbness to leg"), balance disorder ("loss of balance"), cyst ("cysts"), vaginal discharge ("vaginal discharge"), mood altered ("moodiness"), abdominal pain lower ("lower front abdomen pain"), adnexa uteri pain ("left and right ovaries pain") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and polyp removal). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, allergy to metals, pelvic pain, uterine polyp, migraine, fatigue, dyspareunia, emotional disorder, menopausal symptoms, night sweats, cold sweat, nausea, tooth disorder, feeling abnormal, hypoaesthesia, balance disorder, cyst, vaginal discharge, weight increased, mood altered, affect lability, pain in extremity and abdominal pain lower outcome was unknown, the genital haemorrhage, alopecia, paraesthesia and adnexa uteri pain had resolved, the dysmenorrhoea was resolving and the back pain had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, affect lability, allergy to metals, alopecia, back pain, balance disorder, cold sweat, cyst, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, feeling abnormal, genital haemorrhage, hypoaesthesia, menopausal symptoms, migraine, mood altered, nausea, night sweats, pain in extremity, paraesthesia, pelvic pain, salpingitis, tooth disorder, uterine polyp, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical records back pain, pelvic pain, numbness, hair loss, migraines. Most recent follow-up information incorporated above includes: on 10-may-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6)2009 and removal date updated to (B)(6)2016. Lot number (623213) added. Events emotional fatigue, felt like I was going through early stages of menopause, night sweat, cold sweats, nausea, dental problems, brain fog, tingling to leg, numbness to leg , loss of balance, nickel allergy (and symptoms), dysmenorrhea (cramping), cysts, vaginal discharge, weight gain, moodiness, crying one minute happy the next, blood clots, itchy skin, stringing pain in legs, uterine polyp, lower front abdomen pain, left and right ovaries and back pain added on 21-may-2018: medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflamed fallopian tubes/inflamed tubes'), allergy to metals ('nickel allergy worsened'), pelvic pain ('stabbing pain / pelvic pain radiating to back and ovaries / pain which would make it hard to bend over or sit up at times and get out of bed/pain: chronic pelvic pain/ horrible pain'), genital haemorrhage ('heavy bleeding, abnormal bleeding (general) with blood clots,thick mucus blood/ bleeding'), uterine polyp ('uterine polyp') and autoimmune disorder ('I still experience autoimmune isues') in an adult female patient who had essure (batch no. 623213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion, gravida, multigravida and parity 3. Concurrent conditions included menses irregular, discomfort, chest pain, diabetes mellitus, menorrhagia, nickel sensitivity, tooth disorder, uterine bleeding, hairiness, libido decreased, prolapse, muscle pain, uterovaginal prolapse, hirsutism, endometrial polyp, pain in hip, sigmoid diverticulitis, nabothian cyst, uterine dilation and curettage, palpitations, anxiety, neck pain and overweight. Concomitant products included cefixime (flexeril), hydrocodone, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criterion medically significant), night sweats ("night sweats"), cold sweat ("cold sweats"), paraesthesia lower limb ("tingling to leg"), hypoaesthesia ("numbness to leg"), mood altered ("moodiness"), affect lability ("crying one minute happy the next"), pain in extremity ("stringing pain in legs"), abdominal pain lower ("lower front abdomen pain/extreme pain in lower abdomen/ extreme cramping"), tingling ("sharp shooting pain that would cause tingling") and pain ("sharp shooting pain that would cause tingling"). In 2010, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced dyspareunia ("severe pain during intercourse, dyspareunia"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and alopecia ("hair loss"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with rash, eye swelling, swelling of eyelid, skin disorder and pruritus, uterine polyp (seriousness criterion medically significant), migraine ("migraines / headaches"), fatigue ("fatigue"), emotional disorder ("emotional fatigue"), menopausal symptoms ("felt like I was going through early stages of menopause"), nausea ("nausea"), tooth disorder ("dental problems worsened"), feeling abnormal ("brain fog"), balance disorder ("loss of balance"), cyst ("cysts"), vaginal discharge ("vaginal discharge"), adnexa uteri pain ("left and right ovaries pain"), back pain ("back pain"), endometriosis ("endometriosis"), acne ("redness and acne"), erythema ("redness and acne"), incision site pain ("the incision hurts the most granted it's been one day but damn it hurts/ pain in the belly button incision was worse thn the gas"), arthralgia ("joint pain in my knees hips or elbows") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with diphenhydramine hydrochloride, paracetamol (tylenol) and surgery (salpingectomy (bilateral removal of fallopian tubes) and polyp removal). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, allergy to metals, pelvic pain, uterine polyp, migraine, fatigue, dyspareunia, emotional disorder, menopausal symptoms, night sweats, cold sweat, nausea, tooth disorder, feeling abnormal, hypoaesthesia, balance disorder, cyst, vaginal discharge, weight increased, mood altered, affect lability, pain in extremity, abdominal pain lower, endometriosis, tingling, pain, acne, erythema, incision site pain and autoimmune disorder outcome was unknown, the genital haemorrhage, alopecia, paraesthesia lower limb, adnexa uteri pain, back pain and arthralgia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, acne, adnexa uteri pain, affect lability, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, balance disorder, cold sweat, cyst, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, erythema, fatigue, feeling abnormal, genital haemorrhage, hypoaesthesia, incision site pain, menopausal symptoms, migraine, mood altered, nausea, night sweats, pain, pain in extremity, paraesthesia lower limb, pelvic pain, salpingitis, tooth disorder, uterine polyp, vaginal discharge, weight increased and tingling to be related to essure. The reporter commented: normal appearing endometrium and tubal ostia, 2 trailing coils on both sides. Discrepancy noted as per pfs: essure confirmation test date: (B)(6) 2010. Current weight as of (B)(6) 2019: 163 lbs. Approximate weight at the time of essure placement: 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Pathology test - on (B)(6) 2014: results: fragments of benign endometrial polyp. * on (B)(6) 2014 pathology test was performed having result a. Endometrium. Polypectomy and curettage: fragments of benign endometrial polyp. Background proliferative endometrium. * on (B)(6) 2014 ultrasound was performed a 1.33x 1.02x 0.68cm polypoid space occupying lesion is noted during the salt infusion.. Pregnancy test urine - on (B)(6) 2014: results: negative. Ultrasound scan - on (B)(6) 2014: results: occupying lesion. Concerning the injuries reported in this case, the following one/ones were reported via medical records back pain, pelvic pain, numbness, hair loss, migraines, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding correction received. Event coding for sharp shooting pain that would cause tingling were updated from numbness to pain. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflamed fallopian tubes/inflamed tubes'), allergy to metals ('nickel allergy worsened'), pelvic pain ('stabbing pain / pelvic pain radiating to back and ovaries / pain which would make it hard to bend over or sit up at times and get out of bed/pain: chronic pelvic pain'), genital haemorrhage ('heavy bleeding, abnormal bleeding (general) with blood clots,thick mucus blood') and uterine polyp ('uterine polyp') in an adult female patient who had essure (batch no. 623213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion, gravida, multigravida and parity 3. Concurrent conditions included menses irregular, discomfort, chest pain, diabetes mellitus, menorrhagia, nickel sensitivity, tooth disorder, uterine bleeding, hairiness, libido decreased, prolapse, muscle pain, uterovaginal prolapse, hirsutism, endometrial polyp, pain in hip, sigmoid diverticulitis, nabothian cyst, uterine dilation and curettage, palpitations, anxiety, neck pain and overweight. Concomitant products included cefixime (flexeril), hydrocodone, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criterion medically significant), night sweats ("night sweats"), cold sweat ("cold sweats"), paraesthesia lower limb ("tingling to leg"), numbness in leg ("numbness to leg"), mood altered ("moodiness"), affect lability ("crying one minute happy the next"), pain in extremity ("stringing pain in legs"), abdominal pain lower ("lower front abdomen pain/extreme pain in lower abdomen"), tingling ("sharp shooting pain that would cause tingling") and numbness ("sharp shooting pain that would cause tingling"). In 2010, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced dyspareunia ("severe pain during intercourse, dyspareunia"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and alopecia ("hair loss"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with rash, eye swelling, swelling of eyelid, skin disorder and pruritus, uterine polyp (seriousness criterion medically significant), migraine ("migraines / headaches"), fatigue ("fatigue"), emotional disorder ("emotional fatigue"), menopausal symptoms ("felt like I was going through early stages of menopause"), nausea ("nausea"), tooth disorder ("dental problems worsened"), feeling abnormal ("brain fog"), balance disorder ("loss of balance"), cyst ("cysts"), vaginal discharge ("vaginal discharge"), adnexa uteri pain ("left and right ovaries pain"), back pain ("back pain") and endometriosis ("endometriosis"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), diphenhydramine hydrochloride and surgery (salpingectomy (bilateral removal of fallopian tubes) and polyp removal). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, allergy to metals, pelvic pain, uterine polyp, migraine, fatigue, dyspareunia, emotional disorder, menopausal symptoms, night sweats, cold sweat, nausea, tooth disorder, feeling abnormal, numbness in leg, balance disorder, cyst, vaginal discharge, weight increased, mood altered, affect lability, pain in extremity, abdominal pain lower, endometriosis, tingling and numbness outcome was unknown, the genital haemorrhage, alopecia, paraesthesia lower limb and adnexa uteri pain had resolved, the dysmenorrhoea was resolving and the back pain had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, affect lability, allergy to metals, alopecia, back pain, balance disorder, cold sweat, cyst, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fatigue, feeling abnormal, genital haemorrhage, menopausal symptoms, migraine, mood altered, nausea, night sweats, numbness in leg, pain in extremity, paraesthesia lower limb, pelvic pain, salpingitis, tooth disorder, uterine polyp, vaginal discharge, weight increased, numbness and tingling to be related to essure. The reporter commented: normal appearing endometrium and tubal ostia, 2 trailing coils on both sides. Discrepancy noted as per pfs: essure confirmation test date: on (B)(6) 2010. Current weight as of (B)(6) 2019: 163 lbs. Approximate weight at the time of essure placement: 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Pathology test - on (B)(6) 2014: results: fragments of benign endometrial polyp. On (B)(6) 2014 pathology test was performed having result a. Endometrium. Polypectomy and curettage: fragments of benign endometrial polyp. Background proliferative endometrium. On (B)(6) 2014 ultrasound was performed a 1.33x 1.02x 0.68cm polypoid space occupying lesion is noted during the salt infusion. Pregnancy test urine - on (B)(6) 2014: results: negative. Ultrasound scan - on (B)(6) 2014: results: occupying lesion. Concerning the injuries reported in this case, the following one/ones were reported via medical records back pain, pelvic pain, numbness, hair loss, migraines, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: plaintiff fact sheet received. Event endometriosis and sharp shooting pain that would cause tingling and numbness were added. Event onset date was updated. Concomitant drugs, treatment drugs and conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflamed fallopian tubes/inflamed tubes'), allergy to metals ('nickel allergy worsened'), pelvic pain ('stabbing pain / pelvic pain radiating to back and ovaries / pain which would make it hard to bend over or sit up at times and get out of bed/pain: chronic pelvic pain/ horrible pain'), genital haemorrhage ('heavy bleeding, abnormal bleeding (general) with blood clots,thick mucus blood/ bleeding'), uterine polyp ('uterine polyp') and autoimmune disorder ('I still experience autoimmune isues') in an adult female patient who had essure (batch no. 623213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion, gravida, multigravida and parity 3. Concurrent conditions included menses irregular, discomfort, chest pain, diabetes mellitus, menorrhagia, nickel sensitivity, tooth disorder, uterine bleeding, hairiness, libido decreased, prolapse, muscle pain, uterovaginal prolapse, hirsutism, endometrial polyp, pain in hip, sigmoid diverticulitis, nabothian cyst, uterine dilation and curettage, palpitations, anxiety, neck pain and overweight. Concomitant products included cefixime (flexeril), hydrocodone, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and tramadol. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criterion medically significant), night sweats ("night sweats"), cold sweat ("cold sweats"), paraesthesia lower limb ("tingling to leg"), numbness in leg ("numbness to leg"), mood altered ("moodiness"), affect lability ("crying one minute happy the next"), pain in extremity ("stringing pain in legs"), abdominal pain lower ("lower front abdomen pain/extreme pain in lower abdomen/ extreme cramping"), tingling ("sharp shooting pain that would cause tingling") and numbness ("sharp shooting pain that would cause tingling"). In 2010, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced dyspareunia ("severe pain during intercourse, dyspareunia"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and alopecia ("hair loss"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with rash, eye swelling, swelling of eyelid, skin disorder and pruritus, uterine polyp (seriousness criterion medically significant), migraine ("migraines / headaches"), fatigue ("fatigue"), emotional disorder ("emotional fatigue"), menopausal symptoms ("felt like I was going through early stages of menopause"), nausea ("nausea"), tooth disorder ("dental problems worsened"), feeling abnormal ("brain fog"), balance disorder ("loss of balance"), cyst ("cysts"), vaginal discharge ("vaginal discharge"), adnexa uteri pain ("left and right ovaries pain"), back pain ("back pain"), endometriosis ("endometriosis"), acne ("redness and acne"), erythema ("redness and acne"), incision site pain ("the incision hurts the most granted it's been one day but damn it hurts/ pain in the belly button incision was worse thn the gas"), arthralgia ("joint pain in my knees hips or elbows") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with diphenhydramine hydrochloride, paracetamol (tylenol) and surgery (salpingectomy (bilateral removal of fallopian tubes) and polyp removal). Essure was removed on(B)(6) 2016. At the time of the report, the salpingitis, allergy to metals, pelvic pain, uterine polyp, migraine, fatigue, dyspareunia, emotional disorder, menopausal symptoms, night sweats, cold sweat, nausea, tooth disorder, feeling abnormal, numbness in leg, balance disorder, cyst, vaginal discharge, weight increased, mood altered, affect lability, pain in extremity, abdominal pain lower, endometriosis, tingling, numbness, acne, erythema, incision site pain and autoimmune disorder outcome was unknown, the genital haemorrhage, alopecia, paraesthesia lower limb, adnexa uteri pain, back pain and arthralgia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, acne, adnexa uteri pain, affect lability, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, balance disorder, cold sweat, cyst, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, erythema, fatigue, feeling abnormal, genital haemorrhage, incision site pain, menopausal symptoms, migraine, mood altered, nausea, night sweats, numbness in leg, pain in extremity, paraesthesia lower limb, pelvic pain, salpingitis, tooth disorder, uterine polyp, vaginal discharge, weight increased, numbness and tingling to be related to essure. The reporter commented: normal appearing endometrium and tubal ostia, 2 trailing coils on both sides. Discrepancy noted as per pfs: essure confirmation test date: apr2010. Current weight as of (B)(6)2019: 163 lbs. Approximate weight at the time of essure placement: 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - in (B)(6)2009: results: total bilateral occlusion. Pathology test - on (B)(6)2014: results: fragments of benign endometrial polyp. * on (B)(6)2014 pathology test was performed having result a. Endometrium. Polypectomy and curettage: fragments of benign endometrial polyp. Background proliferative endometrium. * on (B)(6)2014 ultrasound was performed a 1.33x 1.02x 0.68cm polypoid space occupying lesion is noted during the salt infusion.. Pregnancy test urine - on (B)(6)2014: results: negative. Ultrasound scan - on (B)(6)2014: results: occupying lesion. Concerning the injuries reported in this case, the following one/ones were reported via medical records back pain, pelvic pain, numbness, hair loss, migraines, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-oct-2019: social media contents received : events added- acne, erythema, incision site pain, arthralgia, autoimmune disorder. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("inflamed fallopian tubes"), pelvic pain ("stabbing pain / pelvic pain radiating to back and ovaries / pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("migraines"), fatigue ("fatigue") and dyspareunia ("severe pain during intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, alopecia, migraine, fatigue and dyspareunia outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain and salpingitis to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.